Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose levels with unknown blood glucose levels at the time of the incidents. The customer reported diminished battery life, pump cosmetic damage, unresponsive pump buttons, and over delivery of insulin. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The customer could not be reached for additional information. The insulin pump will not be returned for analysis. Unomed set